Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. The patient developed a vaginal mesh erosion later that year and underwent a mesh excision. The patient continued to have symptoms and had further mesh excised in 2008. The patient remained symptomatic being unable to have intercourse due to pain, vaginal bleeding and discharge. The patient underwent further excision of a large area of vaginally eroded mesh.